Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited no capture at 7.5 v, 1.5 ms. Using the ring to coil impulse the ventricular threshold was 1.5 v, 1.5 ms and impedance was 190 ohms. The device was programmed to ring to coil impulse. The lead remained implanted.